Manufacturer narrative:
Correction information. B4: date of this report. B5.refer to h11. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: d4: d4: primary unique device identifier (UDI) corrected. D9: device available for evaluation: yes. F9: age of device. H11: evaluation summary. Evaluation summary: event that occurred is the rubber bands inside the body fell off. Based on the reported event, the pre-use inspections of endoscopes, which should have been conducted before use to emergency case, were not performed correctly. Therefore, it was determined that the worn out parts of the bending rubber angulation went unnoticed. Our sales staff informs the customer that it has been more than six years since the last repair (february 2015) and that the repair support period has expired. The hospital director confirmed that no repairs will be carried out as he does not plan to use the unit in the future. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 05-apr-2010 under normal conditions. During the process inspections, image noise was detected, and rework involving the replacement of the ccd was performed. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 05-apr-2010. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h11.

Event description:
Due to an emergency, an examination was conducted with an endoscope, model eg-1690k , that had not been used for a long time and had been stored in a warehouse. Bending rubber from the endoscope fell out and into the patient's body. The bending rubber that had fallen off inside the patient's body could not be retrieved. After the examination, the doctor determined that there was no health hazard to the patient and no explanation was given to the patient. The hospital director also said that the event will not be reported to the administration. This event occurred during use an d there was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code : 3165 device embedded in tissue or plaque health effect - impact code : 2199 no health consequences or impact medical device problem code: 2907 detachment of device or device component component code: 525 tubes. Pentax medical japan confirmed the following with the facility: no repairs are planned. The director confirmed that there are no plans to use the equipment in the future, so no repairs will be made. The sales representative informed that more than six years have passed since the last repair (february 2015) and that the repair period has expired. During the upper gastrointestinal transnasal endoscopy, an incident occurred, but the examination was completed using the same endoscope. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information